Event description:
It was reported by the customer that they are returning their unit to elsg for service for the sthc1. It was reported that there was an error code l3009, green cable defect. No other info available. There was no reported pt consequence. Elsg order number 05.1542.